Event description:
Boston scientific received information that this patient presented to the hospital showing cardiac decompensation. The left ventricular (lv) pacing configuration had increased thresholds so no capture testing was performed. Threshold testing resulted in noise and oversensing. Reprogramming to a different vector resulted in high out of range pace lead impedances. After reprogramming again and observing acceptable measurements, a longevity calculation was performed and showed only one year remaining. Premature battery depletion (pbd) is alleged. A memory dump was performed and the data was sent to boston scientific technical services (ts) to analyze. Ts sent the data to product performance engineering (ppe) for further evaluation. Ppe indicated that suddenly after implant the lv pace impedance became unmeasurable and the devices power usage jumped from 40uw to ~300uw. The lv pace measurements vary between noisy and saturated values. Ppe suspects that there is a malfunction of either the cardiac resynchronization therapy defibrillator (crt-d) device or an interface issue between the crt-d and lead such as under insertion. Additionally ppe concluded that the device depletion is abnormal and seems to be linked to the lv out of range pace impedance issue. The lv lead remains implanted and in service. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts were made to get more information pertaining to this event; however, no new additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.